Event description:
The manufacturer received information alleging visibility issues with the ventilator's lcd screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was blank. The device's lcd screen was replaced to address the issue.